Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: there were battery compartment cracks observed in the thread area and below the grip pad. The pump intermittently powered on to a blank display screen. Due to the high current draw from the damaged display, pump stays in an intermittent power condition. The display screen was cracked in multiple places. When the display screen was replaced with a test screen, the pump's current draws returned to normal.